Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent; initial procedure included coiling with covering of the right-side hypogastric artery due to an aneurysmal iliac and tortuosity of both iliacs. Approximately nine (9) months post initial procedure, the patient presented with a possible limb flow reduction and high velocity, monophasic (occlusion) of the right limb detected by ultrasound. However, the exact date of event is unknown. The physician will continue to monitor the patient. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment determined there was no visible flow reduction or occlusion observed on the computerized tomography scan from (B)(6) 2019; therefore, there was no device malfunction.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported possible limb flow reduction and occlusion of the right limb was refuted rather there is no visible flow reduction or occlusion observed on the computerized tomography scan from (B)(6) 2019. There is no device malfunction; however, the coils and intentionally covered right internal iliac artery at the index. The final patient status was reported being monitored. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent; initial procedure included coiling with covering of the right-side hypogastric artery due to an aneurysmal iliac and tortuosity of both iliacs. Approximately nine (9) months post initial procedure, the patient presented with a possible limb flow reduction and high velocity, monophasic (occlusion) of the right limb detected by ultrasound. However, the exact date of event is unknown. The physician will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.